Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. The patient reported to be dizzy. Upon interrogation, it was observed the right ventricular (rv) lead was failing to capture and had a high pacing impedance. The lead was revised on (B)(6) 2021. The patient was in stable condition.